Manufacturer narrative:
Batch review performed on 20 february 2017. Lot 154371: (B)(4) items manufactured and released on 21 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause of instability is unknown. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.